Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device changed settings. According to the report, the device was last adjusted on (B)(6) 2016 to a setting of 0.5. After the patient had an MRI on (B)(6) 2017, the device was set to 1.0. Reportedly, the device was adjusted back to 0.5.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.